Event description:
The balloon ruptured with stent still on the balloon and only the proximal part of the stent deployed. The mid and distal parts were still crimped onto the balloon. We could not remove the balloon or stent and could not advance it. This eventually resulted in left main coronary artery (lm) trauma leading to timi ii flow (partial reperfusion) in left anterior descending coronary artery (lad), hypotension and bradycardia. An intra-aortic balloon pump iabp was deployed and transvenous pacing started. The patient was transported emergently to or in critical condition.